Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. There were no patient consequences.

Manufacturer narrative:
The reported events of premature battery discharge and inability to interrogate were confirmed. Device was received with no telemetry communication and no output. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information indicates that on (B)(6) 2022 the device was explanted and replaced. There were no adverse patient consequences.

Event description:
New information indicates that on 6 sep 2022 the pacemaker was unable to be interrogated.